Event description:
Cystic acne at injection site; plaques at injection site; pain at injection site; pruritis at injection site; erythema at injection site. Report received from a physician in 2004 regarding pt, with a medical history significant for allergies to vicodin and latex, who received injections of hylaform to the "lower" nasolabial folds one month ago. The pt was also treated with restylane in an area other than the nasolabial fold, and has had no localized reaction in that area. Three days after treatment, the pt experienced cystic acne at the injection site which progressed to painful pruritic erythemic plaques. The pt was treated with oral prednisone and intralesional kenalog (doses and dates of administration not provided). At the time of the report the pt was experiencing a lot of pain, and the pruritic erythemic plaques were not yet resolved. The physician considered these events as possibly a reaction to the use of hylaform. Qa investigation results: production and quality control documentation for lot #r04101 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.